Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], extensive nerve damage [nerve injury], loss of sensation of hands, legs, and feet [sensory loss], balance problems [balance disorder], difficulty walking [gait disturbance], numbness of hands, legs, and feet [hypoaesthesia], tingling of hands, legs, and feet [paraesthesia], hypocupremia [copper deficiency]. An attorney reported that their (B)(6) year old female client used fixodent denture adhesive. Version unk cream beginning in 1971 and super poligrip original denture adhesive cream beginning in 1982, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, extensive nerve damage, loss of sensation of hands, legs, and feet, balance problems, difficulty walking, numbness of hands, legs, and feet, tingling of hands, legs, and feet, and hypocupremia. Health care professional was visited. A blood copper test showed depressed levels. Treatment: medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.